Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. Literature attachment: article title: ¿initial results after the implementation of an edge-to-edge transcatheter tricuspid valve repair program.

Event description:
It was reported through a research article that 28 patients underwent a triclip or mitraclip procedure to treat tricuspid regurgitation (tr). One patient experienced a pseudoaneurysm and one patient experienced recurrent tricuspid regurgitation. At the three month follow up, one patient required hospitalization due to heart failure. Additional information is listed in the attached article, titled ¿initial results after the implementation of an edge-to-edge transcatheter tricuspid valve repair program.¿

Manufacturer narrative:
The devices were not returned for analysis as this complaint is based on an article review. A review of the lot history record and a review of the complaint history could not be performed as this complaint is based on an article review, and lot/device information is not available. Based on available information, the reported femoral pseudoaneurysm was related to the procedure, per article details. Causes for the reported tr and heart failure could not be determined. Additionally, the reported patient effects of pseudoaneurysm, tr, and heart failure as listed in the triclip instructions for use are known possible complications associated with triclip procedures. The reported unexpected medical intervention and hospitalizations were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.